Event description:
The customer reported that the device failed opcheck for the shock button. This was found in testing and there was no report of patient impact or involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device failed opcheck for the shock button. This was found in testing and there was no report of patient impact or involvement. This complainant is still being investigated. A follow-up report will be submitted upon completion of the investigation.